Event description:
Facility reported a home pt had 4 occasions of the drain bag leaking (possibly also the port was missing). Pt treated with vancomycin prophylactically. One sample is available for examination.